Event description:
The customer reported smoke emitted from the instrument after the laboratory replaced the aspiration probe for weekly maintenance during system initialization involving the access 2 immunoassay system. The customer was advised to turn the instrument off. There was no fire, and the fire department was not requested. Patient results were not generated. There was no operatory consequence or adverse effect associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) diagnosed overheated components on the stepper motor driver board. The fse replaced the motor driver board but still had intermittent issue with motor control. The fse discovered the power connector to the stepper motor driver card damaged and replaced the power harness to the stepper motor driver and power driver boards. The fse verified operation with system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).